Manufacturer narrative:
The device was received with the soft cannula deployed. The device completed both first and second prime before deactivation. Inspection of the needle mechanism components found no damages or defects that would result in the needle mechanism deploying early. Although no issues were observed with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported event could not be determined. Download data generated an 0x9b alarm. The alarm indicates more than 5 minutes passed after the cgm was deactivated without receiving pod deactivation command. The cause of the generated alarm could not be determined. The top housing was observed to be cracked and the bottom housing vent was observed to be damaged. The timing and causes of these housing damages could not be determined. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of this damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed the cannula early during the activation process.